Event description:
It was reported that during the attempted implant of a transcatheter valve, upon 80% deployment, an infold was observed and the valve was not expanding properly. Subsequently, a second inspection of the loaded valve was performed that revealed an infold extending to node 5 or 6. Therefore, a new valve and delivery catheter system (dcs) were used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: two static images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient had a significantly calcified aortic valve with an annulus perimeter measuring 77.4 mm with a perimeter derived diameter of 24.6 mm suggesting a 29 mm valve. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that a new system was used to complete the procedure. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received enclosed in a return kit fully submerged in clear 0.2% glutaraldehyde. The valve exhibited discoloration consisting of blood contact. All leaflets exhibited signs of desiccation, and are slightly stiff but flexible, possibly due to the lack of being out with no solution. No signs of leaflet damage. Leaflets l1 and l2 were in the partially closed position, while leaflet l3 appeared more open. All commissures appeared intact. Several bent struts were observed around the overall outflow of the valve frame. Due to the condition in which the device is now in, a deployment simulation could not be performed to evaluate the reported event. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced at this point there was resistance the capsule was detracted and found to have two struts bent. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Two static images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new system was used to complete the procedure. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload was identified visually, tacitly, and by fluoroscopy.